Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer's spouse reported via phone call, the insulin pump wasn't responding properly and the buttons weren't responding at times. Customer has to press them hard in order for them to respond. Customer's spouse didn't know the customer's blood glucose level. Customer's spouse didn't recall any significant event which may have caused the keypad. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.